Event description:
The customer reported a mist coming from their unit. Employee complained of headache while working in the room with unit. The employee did not require medical attention.

Manufacturer narrative:
One of two reports from this facility.